Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device was not returned by the hospital. A correlation between the device and the reported intracerebral hemorrhage (ich) could not be conclusively determined. The instructions for use list bleeding and stroke as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 2 years, 2 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the spouse found the patient down on the ground but conscious and talking. The patient unable to get up and the spouse called 911. The emergency medical technician (emt) services arrived and the patient was still alert. At some time during the patient¿s transfer to the emergency department, the patient became unconscious in the ambulance. The patient unfortunately had a catastrophic bi-frontal intracerebral hemorrhage (ich). Neurosurgery didn¿t feel like the patient was a candidate for surgery. The patient¿s condition continued to decline and the family decided to withdraw care and the patient expired on (B)(6) 2018. No additional information was provided.